Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Leading haptic was not tucked correctly between the folded lens but tucked outside at the back of iol. Volume of used viscoelastic material appeared to be enough. (B)(4).

Event description:
Reportedly, while preparing to inject a ks-ni2 aq310ain, intraocular lens diopter 20.0, the surgeon noticed the "figure of tucked leading haptic was abnormal." There was no patient contact. The surgery was successfully completed by using an alternavtive lens within the same surgery.